Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 309, 298, 234, 283 and 173 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 156 mg/dl and 165 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is one week. The meter memory was reviewed for previous test result history (date/time not set): (B)(4).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report#: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern, unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 309, 298, 234, 283 and 173 mg/dl. The customer's expected fasting blood glucose test result is 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was performed by the customer fasting and produced test results of 156 mg/dl and 165 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 05/18/2019 and open vial date is one week. The meter memory was reviewed for previous test result history (date/time not set): result 1:309mg/dl, date: on (B)(6) 2018, time:2:25pm, fasting, result 2:298mg/dl, date: on (B)(6) 2018, time:9:22am, fasting, result 3:234mg/dl, date: on (B)(6) 2018, time:5:20am, fasting, result 4:283mg/dl, date: on (B)(6) 2018, time:2:18am, fasting, result 5:173mg/dl, date: on (B)(6) 2018, time:5:53am, fasting.